Event description:
This skin prep complaint was received post smith & nephew's remedial action (voluntary recall) to prevent an unreasonable risk of substantial harm to the public health (ref. Recall #3006760724-04-06-2011-001r). Patient death in this incident occurred in (B)(6), 2010; smith & nephew was first notified of this event in (B)(6), 2011. Patient, (B)(6), had a lung transplant (B)(6) 2010. Patient died due to pneumonia fibrosis and an infection (B)(6) 2010. Patient's daughter states her father (B)(6) used smith & nephew products and wonder if his death is related to the recall items. Patient daughter states her father had an unknown infection at the time of his death. Patient daughter stated wipes were thrown away when her father died (B)(6) 2010.

Manufacturer narrative:
The customer did not return any product. We were unable to confirm the complaint since the lot number was not provided. S&n has manufactured this product at 2 different suppliers in the last 3 years and so without the lot number, the production records cannot be reviewed. Control samples (from stock) of some lots of skin prep manufactured by triad were analyzed by an independent test laboratory and met finished product specifications with some microbial growth in one of the lots. The microbiologist assessment of those samples with microbial growth concluded that the risk is none. An independent medical review concluded there was no correlation between the reported symptoms and the use of skin prep wipes.

Manufacturer narrative:
Active investigation in progress; results of investigation will be provided in a supplement report. (B)(4).